Event description:
Pump & catheter inserted on 04/28/99. On 04/30/99 pt developed fever, pain & redness over site extending along catheter. Pump removed on 04/30/99. Pt on antibiotics with new pump/catheter placed on 05/21/99. Zinconotide in pump.